Manufacturer narrative:
Concomitant medical products: 4024-58 lead implanted: (B)(6) 1997.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead due to low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.